Event description:
The customer reported to customer service that the power adapter was frayed, wires were exposed and when she plugged it in, there were sparks from the exposed wires.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to get additional complaint information and to get the product back, including a final attempt by letter, were unsuccessful. As of the date of this report, the product has not been received. The customer stated that there were sparked from the exposed wires, which is a safety risk. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.